Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd angiocath¿ IV catheter was found with foreign matter as ¿swollen catheter.¿ there was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd angiocath IV catheter was found with foreign matter as ¿swollen catheter.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Our quality engineer was unable to verify the reported complaint of a swollen catheter; however, foreign matter of silicone and small wire was verified on the catheter. It should be noted that this silicone does not cause damage to the wearer and is used to aid in the slippage of the catheter during venipuncture. Fourier-transform infrared spectroscopy found the small wire of foreign matter was composed of "cellulose + lignin", which appears come from of cardboard. It was not possible to determine the root cause or the source of this type of material, which appears to be a cardboard particle, since the use of cardboard inside the production areas is not allowed, the final assembly machine is enclosed and the product remains with the needle cover from final assembly to the product packaging. Thus, it was not possible to determine how a particle of this nature reached the catheter even with the presence of the needle cover. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unable to determine the root cause. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.